Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels in the 400-500s mg/dl range with vomiting. The patient indicated the possibility of being sick, however, was not sure if illness was causing the elevated blood glucose or if the blood glucose was causing the patient to feel ill. The patient indicated that the tubing and cartridge were already reviewed for air bubbles or leaks but there were none found and there was no noted smell of insulin. The patient reported changing out the site and used a new vial of insulin but the issue continued. The patient confirmed that the site was being changed out every 3 days as appropriate and confirmed no evidence of lumps or scar tissue. Customer support reviewed the pump with the patient. The patient stated that most of the boluses were done manually and the advanced settings were not used. The patient confirmed that the basal program was correct. The patient confirmed that there were no associated alarms. The patient confirmed that the bolus history showed that all boluses were completed in amounts intended. The patient also confirmed that the total daily dose correctly reflected the basal and bolus totals. Customer support advised the patient that there was nothing to indicate an issue with the pump related to the blood glucose elevations. The patient was advised to follow up with a health care professional to review the pump settings related to the event. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4): no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.